Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is enrolled in a clinical study. It was reported during the patient's permanent implant procedure, the reported lead exhibited invalid impedances. The sjm representative attempted troubleshooting to no avail. Subsequently, the procedure was extended by 15 minutes and the lead was removed and replaced which resolved the issue.